Manufacturer narrative:
Several attempts to obtain additional information have been made and have been unsuccessful. The zenith flex with spiral-z technology aaa endovascular graft iliac leg was not returned for an evaluation. Without the complaint device, a physical investigation was not able to be completed. Imaging was not provided. A review of the instructions for use, manufacturing instructions, quality control data, and specifications was conducted. Review of the device history record could not be performed as the device lot information was not provided. No information is given on the device sizing or the deployment procedure. Given the time frame from the original implant to the discovery of the type 1a endoleak, it is unlikely that inappropriate sizing or improper deployment would have contributed to a type 1a endoleak. These causes would have manifested in a type 1a endoleak at an earlier time and the endoleak would have likely been found at an earlier follow up. The patient did have an inverted funnel neck, which if the IFU recommended sizing was not followed, could have contributed to the endoleak. The physician stated that no migration was observed during the same follow up that the type 1a endoleak was found. Information on previous follow ups also state that no migration was observed. Changes in patient anatomy and/or disease progression could also produce a type 1a endoleak. If changes to the vessel did occur, they would have compounded with the inverted neck observed during implant, leading to formation of a type 1a endoleak. These vessel changes are natural in occurrence and normally do not occur due to the device. Possible root causes for a type ia endoleak could be due to inappropriate sizing, inappropriate deployment procedure, migration, patient's anatomical changes and/or disease progression. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. Per the IFU: "inspect the device and packaging to verify that no damage has occurred as a result of shipping. If damage has occurred, do not use the product and return to cook. " "in the presence of anatomical limitations, a longer neck may be required to obtain adequate sealing and fixation. Irregular calcification and/or plaque may compromise the attachment and sealing at the fixation sites. Necks exhibiting these key anatomical elements may be more conducive to graft migration or endoleak." There is no evidence to suggest the product was not made to specification. Without further information, a definitive cause for the reported type 1a endoleak could not be determined. Per the quality engineering risk assessment, no further action is warranted. The appropriate personnel have been notified of this event. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
Concommitant medical products: zenith flex® aaa endovascular graft - main body, below renal (tffb-30-96-zt). Zenith spiral-z aaa iliac leg ¿ left iliac leg, in common iliac (zsle-24-56-zt). Zenith spiral-z aaa iliac leg - right iliac leg, in common iliac (zsle-16-56-zt). Zenith branch endovascular graft iliac bifurcation - right iliac leg extension, external iliac (zbis-12-45-41) (B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported a patient in a study, (B)(6), experienced a type 1 proximal endoleak. On (B)(6) 2014, the electively selected (B)(6), male patient with an asymptomatic aneurysm with maximum diameter > 5 cm, which required placement of endovascular stent graft, underwent a procedure and had four cook devices implanted. On the day of procedure, the patient presented with a maximum aneurysm diameter of 53 mm and a proximal neck diameter at lowest renal artery was 27 mm. The neck quality was classified as an inverted funnel. A main body, left iliac leg, right iliac leg and a right iliac leg extension were all implanted. On (B)(6) 2014 (six days post-procedure), the first follow-up imaging revealed patent devices at the conclusion of the procedure and no kinks or endoleaks observed. The procedure was considered to be successful. The maximum aneurysm diameter 46 mm. No additional procedures were performed. On (B)(6) 2015 (574 days post-procedure), the follow-up CT imaging revealed a maximum aneurysm diameter of 51 mm. Right iliac was 7 mm and left iliac was 7 mm. The devices were patent and intact with no migration, kink or endoleaks observed. On (B)(6) 2016 (937 days post-procedure), the follow-up CT imaging revealed a type 2 endoleak. The devices were patent and intact and there was no migration or kink observed. On (B)(6) 2017 (1323 days post-procedure), the follow-up CT imaging revealed a maximum aneurysm diameter of 59 mm. The devices were patent and intact and there was no migration or kink observed. A proximal type 1 endoleak was present. The patient did not experience any adverse effects due to this occurrence. No additional procedures have been planned to correct the reported endoleak. The patient remains in the study.

Event description:
It was reported in additional information received on 04jun2019 that the patient was treated for the type I proximal endoleak on (B)(6) 2018, in which an additional stent was placed. Furthermore, the patient will no longer be followed in the study due to the patient dying from unknown reasons.